Event description:
The patient with this implantable transvenous defibrillation lead complained of diaphragmatic stimulation. Upon interrogation, an out-of-range r-wave measurement was observed. Guidant received additional information that the patient underwent an invasive procedure to investigate the clinical observation. Upon interrogation an out-of-range impedance measurement was noted. The lead was tested with a pacing systems analyzer and normal measurements were noted. The device was replaced with a new cardiac resynchronization therapy defibrillator (crt-d) device and normal measurements were confirmed. The device was returned to guidant for analysis.